Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic, dependent patient presented to clinic. Electrocardiogram reveled loss of capture. Device did not provide backup pulse due to loss of capture. Programing changes were made to resolve the issue. All trends were stable and good.